Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no power and did not function, the triggers were sticking, the wire insulation on electronic control unit was damaged and the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing at a veterinary facility, it was observed that the small battery drive device would not turn on even after the batteries were replaced with new batteries. The event was not related to surgery. There was no human patient involvement as the device was used in a veterinary facility. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown but was known to have occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly